Event description:
It was initially reported on MFR. Report # 1644487-2009-02177 that a patient's generator and lead were explanted due to wound seroma and not re-implanted. The explanted lead was returned to the manufacturer and underwent product analysis. Product analysis of the returned lead indicated openings in the outer and inner silicone tubing with remnants of dried body fluid inside the silicone tubing. A visual analysis of the returned lead revealed the negative coil was protruding out of the silicone tubing through a puncture. Furthermore, the positive coil was found to have three broken strands that were analyzed using scanning electron microscopy and found to have the appearance of a stress-induced fracture. Secondary partial fractures evident on the returned lead appeared to indicate the stress-related primary fractures were most likely created during the explant procedure. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.